Event description:
Job applicant was performing a cart push test utilizing bte evaluation equipment. During this test, the individual was in a staggered stance and one foot was in a plantarflexed position and then went to a neutral position. The individual complained of pain. The clinician who administered the test walked the individual over to the urgent care center (connected to this clinic) to be examined. The clinician left the individual there and contacted him the next day. The job applicant told the clinician that he did not get looked at and his ankle/foot was sore but felt better. During follow up, bte personnel learned that the person had an MRI, was diagnosed with a torn achilles tendon, and surgery was performed on (B)(6) 2013.

Manufacturer narrative:
Job applicant pulled a tendon while attempting to perform an exercise while in a physical position that would be required for the job that the person applied for. The injury occurred during exercise that was not bte-device-specific and could have been performed against a wall. The equipment did not cause or contribute to the injury. The device was used in a proper manner, was not malfunctioning, and there was no need to conduct a specific device evaluation.